Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref# (B)(4).

Event description:
A report was received from the USA stating that the device overheated. The device was not being used during surgery. There was no user or patient injury and no medical intervention. No additional information available.